Event description:
It has been reported to philips that the allura xper fd10 system would not start up, the system hangs at 00:00. A reboot did not resolve the issue. The system was not in clinical use when the issue was identified. No harm has been reported to philips. A philips service engineer inspected the system onsite and identified that the issue was caused by a flexvision pc that was not starting up. The engineer replaced the flexvision pc and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was having boot up problem. Based on the information available and the diagnostic test results, the reported problem was caused by a faulty flexvision control computer. The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to normal operation.